Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿implant feels like it¿s going to fall out of the pocket constantly," "sharp pains in breast," "anxiety," "suspected rupture" and "sensation of breast." Patient additionally reported ¿brain fog¿, ¿gastrointestinal problems,¿ ¿headaches,¿ and ¿chronic fatigue," all not related to the device. The device remains implanted.